Event description:
Unable to contact customer, phone disconnected. Sending letter to obtain more info. Per customer care rep's documentation: "customer tested their bg on surestep meter in 2002 using test strips that expired 7/00, bg = 65. Customer was sick to their stomach, had ringing in their ears and was dizzy so family member called emergency medical system. Emergency medical system checked pt's bg using their meter, 134 and gave customer glucose orally while transporting customer to the ER. ER precision meter readings 161. Customer was treated in the ER with a saline IV and wasn't given any other medications."